Manufacturer narrative:
There are multiple patients. All known information is provided in the journal article. This report is for an unknown 2.7-/3.5-mm va-lcp olecranon plate/unknown lot. Part and lot number are unknown; UDI number is unknown. There are multiple unknown dates of implantation between 2013 and 2016. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: alexander klug et. Al (2018), excellent results and low complication rate for anatomic polyaxial locking plates in comminuted proximal ulna fractures, journal of shoulder and elbow surgery vol. 27(12), pages 2198-2206 (germany) https://doi.org/10.1016/j.jse.2018.05.032. The aim of this article is to report the outcomes of comminuted proximal ulna fractures treated with a new construct type¿anatomically preformed polyaxial locking compression plates. Between 2013 to 2016, a total of 46 patients (17 male and 29 female) with a mean age of 55.8 years (range, 26-80 years) were included in the study. These patients with an acute, isolated comminuted fracture of the proximal ulna treated with a 2.7-/3.5-mm va-lcp olecranon plate the mean duration of follow-up was 2.5 years (range, 12-50 months). The following complications were reported: in 19 patients, hardware removal was performed postoperatively after an average of 16 months. In 85% of cases, the reason was skin irritation because of the implant and, subsequently, the patient¿s wish for removal. 2 patient had persistent pain and had to remove the hardware. 2 patients needed a second surgical procedure because of a new trauma during the time in the hospital 3 cases of postoperative ulnar nerve dysesthesia were found this report is for an unknown 2.7-/3.5-mm va-lcp olecranon plate. This is report 1 of 2 for (B)(4).